Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative formatted and reloaded the hard drive, formatted the cine drive and reloaded the configuration and calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' cine runs would not playback properly. No patient injury was reported.